Manufacturer narrative:
Insulin pump was received with intermittent keypad response due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the up arrow button on the insulin pump seemed to be stuck down as the numbers ramped up when attempting to program a bolus. The insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.